Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited oversensed noise in ventricular episodes. High out of range pacing impedance measurements were also observed. Shock impedance measurements remained within an acceptable range, however began to trend higher at the same time the pacing impedance measurements increased. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.